Event description:
It was reported that t:slim x2 pump battery would not charge, although no low power alerts or shutdown alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging cable, wall adapter, and working outlet, and after leaving pump connected for at least 30 minutes, pump began charging using original supplies, so no further assistance was required.